Event description:
Report received of a low aubidle alarm. In 03/2003 the patient was receiving dopamine, epinephrine, and dobutamine therapy. The pump alarmed, but the nurse reported that the audible tone was not loud enough to hear at the nurses station. There was a delay of approximately 10 to 15 minutes in these critical therapies. The patient's blood pressure dropped from the baseline of 60's systolic to 50's systolic. The nurse entered the room to do a nursing check and noticed the alarming pump. She immediately recognized that the pump was alarming, resolved the alarm condituon, and resumed therapy. The patient's blood pressure then increased back to baseline of 60's systolic. The patient did not suffer any long term sequelae as a result of the event. Although requested, no additional information was available.